Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the kit grp a strep 30 test veritor, there were an unspecified number of false negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material #: 256040), batch number 3328367. The customer reported that they received false negative results. After submitting the samples for confirmatory pcr testing, positive results were received. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported that during use with the kit grp a strep 30 test veritor, there were an unspecified number of false negative results. There was no report of patient impact.